Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of some black particles are blowing out from the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of some black particles are blowing out from the device. There was no report of patient harm or injury. The dreamstation auto CPAP was returned to the third-party service center for evaluation. No foam particles were found; therefore, no components were replaced to correct a malfunction. The device was scrapped. Evaluation method code grid, evaluation results code grid, conclusion code grid are updated in this report.